Manufacturer narrative:
Investigation summary: it was reported the marked increments were swirled around the barrel on the outside of the syringe. To aid in the investigation, one sample in an opened packaging blister and two photos were provided for evaluation by our quality team. The returned syringes barrel has a skewed scale marking. No other defects or imperfections were observed. The two photos provided show the sample received. This defect could occur if there was a jam during the barrel printing process. A device history record review was completed for provided material number 302832, lot 2278500. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. The sample will be shown to associates for awareness. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with bd luer-lok¿ tip syringe scale marking issues were discovered, they appeared to be "swirled". The following information was provided by the initial reporter: imprinted marked increments and numbers "swirled around" outside barrel of 30 ml syringe.